Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl, 394 mg/dl and 340 mg/dl. The customer stated that the insulin pump was not working. The customer's blood glucose was 184 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.